Event description:
The customer mentioned she has used a minimed insulin pump for 10 years and she was hospitalized on (B)(6). She stated that she had been incoherent and cannot remember anything about the incident. The minimed pump was using humalog and was set for 1 unit per carbohydrate. She could not remember the settings of the basal and bolus amounts. In the afternoon, she became incoherent and was unable to self-test her blood glucose. Her boyfriend managed to test her at 22 mg/dl and fed her glucose through a tube. He retested her at 27 mg/dl after the glucose; the timeframe between the results was not provided. Her boyfriend drove her to the hospital between 1 :00 pm and 3:00 pm. She was admitted and treated, released on (B)(6), 2011. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).